Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy procedure, the device was able to fire but had incomplete staple line. The loose staples were able to retrieved as a resolution to the issue and complete the procedure. No patient injury has been noted.